Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: plaque shift requiring medical intervention. Device issue: no device malfunction has been reported. It was reported vial trial that the proximal rca, the distal rca, and the om1 were treated. All lesions were treated with xience stents. During procedure, the pt experienced angiography complications involving incomplete coverage of the proximal rca, due to distal plaque shifting requiring a second stent implantation in the mid rca. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusion summation: product performance engineering reviewed the incident. Factors that may contribute to plaque shift include, but are not limited to, lesion characteristics, product size selection, and procedural technique. Plaque shift and add'l non-surgical treatment are listed as no-fault post-procedure complications associated with coronary stenting and are not necessarily an indication of a product quality deficiency. The plaque shift required treatment with an add'l stent. A conclusive cause for the reported pt effects and the relationship to the product cannot be determined.